Event description:
The acticoat was applied to a young mother who scalded her left groin/abdomen area. A day later there was an irritation, erythema and increased sensitivity in the area. Pustular spots where the flex was applied show in a marked area.